Event description:
It was reported the tip of the cannula would not pass through an introducer guide during a liver biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without pt complications. The patient's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the distal tip of the cannula was burred and mushroomed in an outward direction. Microscopic examination noted that the distal end of the stylet notch was gouged from contact with the distal tip of the cannula. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."